Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00513.

Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Complaint history reviewed. Device history record reviewed and indicates that product met specification when manufactured. Product not returned for evaluation. No conclusions can be reached with the information provided.